Event description:
It was reported the camera head image was orange. The issue occurred during an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information; however, no response received from the customer. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head image was orange. The issue occurred during an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this report is being submitted to provide additional information from customer and legal manufacture's final investigation results. A device history record (DHR) review found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a leak was found. Based on the results of the investigation, the additional identified failures were confirmed, and it was determined there is damage on the cable unit wherein the water tightness is lost. This damage and leaks in the cable can cause image interference. Therefore, the most probable cause of the identified failure is cause traced to user. The event can be prevented by following the instructions for use which state: "- never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. When attaching and detaching the sterile camera drape or wiping the camera cable, be careful not to put excessive force to the camera cable. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.